Event description:
This rv lead was implanted on (B)(6) 1983 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that stating that there has always been noise on the rv lead, so the plan is to put in a new rv lead. The following physician was dr. (B)(6) at (B)(6) clinic in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).